Event description:
False negative result (s). Had a pcr test, 3-5 day results l, and 2 days after having pcr test I started losing taste. Had one of these I just bought and used it, was negative. Hours later got a call about pcr test - positive. Losing more taste. These rapid tests are useless.